Manufacturer narrative:
Date sent to the FDA: 05/27/2020. Additional h-3 summary: it was reported needle breakage. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code vcp496h. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. The evaluation of revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pl2173, and no non-conformances were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Indication for the 05/01/2020 thoracic surgery? What instruments were used to grasp the needle? Where was the needle grasped during use? What tissue was being sutured when the event occurred? How was the surgery completed? Were x-rays performed to localize the needle fragment? Where are the retained needle piece located/in what structure? Was there any adverse patient¿s outcome? Is the surgeon planning to remove the needle piece? If yes, please provide a date and/or details of removal procedure if performed? What was the size of the retain piece of the needle retrieved? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Would be the product returned for evaluation? Please provide return date and tracking information? What is the current condition of the patient? The patient demographic info: age, gender, weight, bmi at the time of index procedure and other relevant medical history?

Event description:
It was reported that the patient underwent a thoracic procedure on (B)(6) 2020 and the suture was used. After the last pass, it was commented that a surgeon felt like the tip of the needle was missing. It is unknown if a search for the missing tip was done. The procedure was completed with no patient consequences reported. Additional information has been requested.